Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that 2 days ago they were not feeling stimulation. They then stated that they could feel stimulation come on and then turn off. The patient noted that hey have had no recent falls. At the time of the report, the patient confirmed with the programmer that the implantable neurostimulator (ins) is on and at 9.4v. They mentioned that they have tried using different groups with no resolution. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.